Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 76mm abdominal aortic aneurysm. It was reported that the patient came in for routine follow-up and a CT performed over 5 years later showed the left common iliac artery had dilated causing a ib endoleak where the stent graft etlw1628c156e was implanted. Intervention was performed where the physician tried to extend the left iliac artery, but experienced difficulty advancing guide wires and catheters. After multiple attempts it was decided to abort the procedure. The physician then created a right to left femoral to femoral bypass prior to ceasing the procedure. As per the physician the cause of the event was disease progression. No additional clinical sequelae were provided and the patient will be monitored.